Event description:
While this device was being prepped for an angioplasty procedure, negative pressure could not be obtained, nor could it be obtained after exchanging the stopcock. The device was not used for the procedure. The device is being returned for analysis.